Manufacturer narrative:
The customer returned the suspected contour next meter and contour next test strips from lot # 0gpef04a for evaluation. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's age and weight were not provided.

Event description:
The customer reported that she obtained blood glucose readings of 184 mg/dl at 9:27 p.m. On the contour next meter and 101 mg/dl at 9:29 p.m. On a non-ascensia meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.